Event description:
It was reported that during ptca / stenting treatment procedure, the maverick2 monorail balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a 60% stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of an unspecified stent. No pt injuries or complications were reported. Pt status is reported as `good'. Add'l info has been requested regarding this event.